Manufacturer narrative:
This is a final report. The test strips were returned and an investigation utilizing the returned strips and retained meter (serial number: (B)(4)) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. (B)(4). The device manufacturer date for the reported meter serial number is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015, prior to eating his meal, he tested using his adc blood glucose meter and received a reading of 132 mg/dl at 3:00 pm. It was further reported the customer self-administered an unspecified amount of insulin in response to the reading and subsequently experienced a loss of consciousness and fell. Customer's son called the paramedics and upon arrival received a reading of 32 mg/dl. Customer was treated with an unspecified "sugar shot" and was given a coke to drink. There was no report of death or permanent injury associated with this event.